Event description:
Patient reported right side rupture, "fever like a hot bag on breast," and ¿silicon flowed down to lymphatic line.¿ the device has been explanted. Patient has a history of cancer and device was implanted for reconstructive purposes. Healthcare professional reported "inflammation accompanied by a foreign body reaction" was discovered during explant surgery.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles in the shell and rupture. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., h.6., h.10.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported right side rupture, "fever like a hot bag on breast," and ¿silicon flowed down to lymphatic line.¿ the device has been explanted. Patient has a history of cancer and device was implanted for reconstructive purposes.